Event description:
A customer contacted baxter (B)(4) regarding a transfer set with a broken twist clamp. The nurse (rn) stated the incident was noticed due to leakage. The rn stated there was no prophylactic antibiotic treatment given to the patient and no peritonitis developed. The patient was performing continuous ambulatory peritoneal dialysis (capd) since (B)(6) 2006. The rn advised that the transfer set was on the patient from (B)(6) 2010. The sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. The batch record documents acceptable inspections and testing for the finished product. No product nonconformance's were associated with this finished product.